Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not returned for evaluation; however, 92 companion samples were received. Visual inspection of the companion samples did not reveal any defects. Three samples at random were leak tested under water; no leaks were found. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not returned for evaluation; however, 92 companion samples were received. Visual inspection of the companion samples did not reveal any defects. Three samples at random were leak tested under water; no leaks were found. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that a connector leak occurred with an infusion set. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, or medical intervention associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.